Event description:
It was reported that a medfusion 3500 syringe pump displayed a motor rate error. No injury was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the tamper seal was broken and observed that the top case was broken and there was a missing plunger case seal. A review of the event history log was unable to be performed as the lack of pump display and constant alarm prevented access to the log. Functional testing was unable to be performed due to the power up issue. It was observed that there was normal wear of multiple drive train components due to lack of preventative maintenance, causing white teflon flakes on worm coupling facets and contamination on the main board. Based on the evidence, the root cause was attributed to a user issue; this was caused by the user's non-performance of periodic preventative maintenance.

Event description:
It was additionally reported that the product fault did not occur while in use with a patient.